Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and a nurse called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2021 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 104 mg/dl at the time of the call. The customer was given food, glucose, and intravenous fluids to treat. The customer experienced symptoms such as vomiting and being unresponsive. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but the issue was not resolved. The customer has alzheimer's and had diarrhea prior to the incident. The customer reported pump physical damage. The insulin pump will be returned for analysis.